Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was 113 mg/dl at the time of the incident while the sensor glucose reading was 118 mg/dl. The customer stated that their threshold suspend was triggered above the set suspend limit of 40 mg/dl. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.